Manufacturer narrative:
An adverse event involving patient stroke and embolism was reported. A device evaluation could not be conducted, as the device was not returned for analysis. A review of the device history record confirmed that all manufacturing and inspection steps were completed and that the product met all required specifications. Based on the information available, the root cause of the reported event could not be definitively determined. A device evaluation could not be conducted, as the device was implanted and was not returned for analysis. The reviewed images indicate that the event was a periprocedural stroke and not related to any device malfunction. The reported hospitalization and surgical intervention were result of case specific circumstances, as clot was removed using thrombectomy procedure and patient was admitted. There is no evidence of a product quality issue related to manufacturing, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a small flexnav delivery system (ds). The patient presented with aortic stenosis (as). The 29mm navitor valve was prepared and loaded into the large flexnav ds as per instructions for use (IFU). Pre-dilatation was performed with a 25mm true balloon. The system was advanced over a safari wire. One deployment was performed. After the valve was deployed to 80%, the patient lost speech capability. The position was assessed, and the valve was released per IFU with good results. Further neurologist testing revealed signs of a stroke. The patient was then transferred directly to the neurological intervention department, where the stroke diagnosis was confirmed, and proceeded with a thrombectomy, resulting in a total restoration of blood flow. After atherectomy, a piece of biological tissue was removed from the patient¿s brain artery, and the blood flow was restored.